Manufacturer narrative:
There was thrombus in the 3 pieces of the incraft device, one 26mm aortic bifurcate, one 20mm x 14cm iliac limb and one 24mm x 12mm iliac limb. Per additional information received, there was kinking left common iliac artery (cia) because of the anatomy. Three months later, there was some thrombus in both legs. There was pull back of the thrombus and implant of non-cordis device. There was no reported patient injury. Everything was fine with implantation. The products were not returned for analysis. 2019-00093336-2 a product history record (phr) review of lot: 17842224 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 2019-00093336-3 a product history record (phr) review of lot: 17826760 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular stent-graft thrombosis¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Kinking of the left iliac limb is a likely cause of the thrombosis as this likely would affect the flow dynamics of the vessel resulting in a potential for a propagating thrombosis. According to a review of this phenomenon which is not intended as a mitigation of risk ¿limb thrombosis/occlusion in abdominal aortic stent grafts is a known complication associated with varying rates of limb occlusion ranging between 0% and 5%. Most of the thrombotic events occur within the first 2 months after evar (endovascular aneurysm repair), and the underlying causes of limb thrombosis are stent-graft kinking and extension of the small-diameter stent graft into the external iliac artery. Recently, it has been demonstrated that limb occlusion can also occur long after evar. The pathophysiological mechanism of late (after 4 to 5 years of follow-up) limb occlusion can be migration and dislocation of an endograft component causing major turbulence of hemodynamics and eventually limb or entire stent-graft thrombosis. Treatment of limb occlusion includes various surgical and endovascular revascularization techniques; the best treatment option depends on the patient's general status as well as on local anatomic changes of the stent graft and excluded aneurysm.¿ according to the instructions for use which is not intended as a mitigation of risk ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ according to the expected clinical adverse events ¿potential adverse events and potential device risks include, but are not limited to arterial or venous thrombosis.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Event: per additional information received, everything was fine with the implantation. There was kinking left common iliac artery (cia) because of the anatomy. Three some later, there was some thrombus in both legs. There was pull back of the thrombus and implant of a non-cordis device. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was thrombus in the 3 pieces of the incraft device, one 26 mm aortic bifurcate, one 20 mm x 14 cm iliac limb and one 24 mm x 12 mm iliac limb. There was no reported patient injury. The devices will not be returned for evaluation as it remains implanted.